Event description:
It was reported that intra-operatively, an roi-a plate was difficult to insert, and this resulted in the roi-a cage fracturing in the disc space. The implants were removed and another cage was installed without further complications. There was no patient harm, but this did result in a procedural delay of unspecified length. This is report two of two for this event.

Manufacturer narrative:
H6: additional method code: 4109. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the device was not returned, photos were provided of the implant but it could not be confirmed that the anchoring plate was difficult to insert. Root cause: this event could possibly be attributed to difficulty advancing the anchoring plate due to hard bone. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
D10: roi-a implant holder threaded rod (part # ir9280r-1 lot # 510248203) fractured intra-operatively. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2025-00029.

Event description:
It was reported that intra-operatively, an roi-a plate was difficult to insert, and this resulted in the roi-a cage fracturing in the disc space. The implants were removed and another cage was installed without further complications. There was no patient harm, but this did result in a procedural delay of unspecified length. This is report two of two for this event.